Manufacturer narrative:
The reagent lot number is 827214. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and determined that the measuring cells had to be replaced. The cells were replaced, and the analyzer's performance was verified with mechanical checks, instrument checks, precision checks, blank cell calibration, calibrations, and qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was <6 ng/l with a data flag. The repeat result was 134 ng/l. The physician questioned the initial result, prompting the patient sample to be rerun. The repeat result was deemed correct.

Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.